Event description:
I switched from the omnipod dash to omnipod 5 a few weeks ago. On multiple occasions, the device could not find the cgm. Yesterday, it could not find it for 10 hours and my bg went over 300. I changed the pod multiple times, deleted the transmitter sn, nothing worked. My rep did not know how to solve it and neither of us could get through to customer service. I was on hold for over an hour and then it hung up on me. This issue has happened multiple times. When I left a message for customer service once, they called back days later. On a new product that has the potential to have new issues when patients start using it, there should be a vehicle to help the patients solve it. My rep had not heard of this happening before. The first time I noticed it I was outside and my pdm couldn't find the cgm. I thought it was because I was outside and it was within the first few days I began on the device. FDA safety report ID# (B)(4).